Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error. Customer¿s blood glucose was 143mg/dl at time of incident. Customer stated that insulin pump was making alarm noise and there was picture of book with an x and question mark on the screen. Insulin pump will be returned for analysis.